Event description:
It was reported that during a hemicolectomy, the gun got damaged in first case, firing knob not working - not coming above while the surgeon trying to fire. No fragments were generated. The procedure was successfully completed.

Manufacturer narrative:
Pc-(B)(4). Batch # 121a53. Additional information was requested but not available: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the staple height selector from the right side was broken and with no reload loaded in the device. Further analysis shows the anvil partially detached from the distal end with 3 points of injection missing as if the anvil was pulled out of the device. In addition, an extra anvil detached with pieces of plastic were received inside of a plastic bag along with the device. No functional test could be performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 121a53, and no non-conformances were identified.